Event description:
Follow up was performed with the neurologist who checked her device on (B)(6) 2012 and it was indicated that everything was ok. The patient continued to have an increase in seizures with two seizures over the previous two months. It was noted that between 2006-2011, she had only experienced one generalized tonic-clonic seizures and rare breakthrough complex partial seizures. It was indicated that the patient had increased one of her medications as well. On (B)(6) 2012, the patient's settings were increased and the physician has not heard from the patient since. No other information was obtained.

Event description:
Additional information was received from the patient indicating that her recent increase in seizures was not above her pre-vns baseline. She reported that she has been experiencing an increase in seizure activity for about a year and that it may be related to the increased stress she has been experiencing over the past year. To-date the patient has not followed up with a vns treating neurologist to have her device checked.

Event description:
It was reported on (B)(6) 2013 that the patient had been experiencing recurrent seizures due to the device being at end of service. They physician indicated that he has "tested" the device twice and that it needs replacement. It is unknown if there was an increase in seizures or if it was just a continuation from the event reported when the patient was finally seen by the physician. Further follow-up revealed that the patient was seen on (B)(6) 2013 at which time the device was reprogrammed and the settings were changed. After the change in settings the physician ordered the patient to activate magnet stimulation three times a day. It was reported that the patient reacts with a cough with magnet stimulation after the settings were changed. It was reported that the device was not at end of service and no malfunction is suspected. The device was able to be interrogated as settings were adjusted at this visit. It was reported that the patient was referred for prophylactic replacement. Surgery is likely, but has not occurred to date. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Adverse event, corrected data: additional information was received indicating that medical interventions are being taken due to the reported event. This report is being submitted to correct this information. Outcomes, corrected data: additional information was received indicating that medical interventions are being taken due to the reported event. This report is being submitted to correct this information. Type of reportable event, corrected data: additional information was received indicating that medical interventions are being taken due to the reported event. This report is being submitted to correct this information.

Event description:
Further follow-up revealed that the physician feels that the generator is nearing end of service and has recommended that the generator be replaced. The physician indicated that device settings were increased; however, no device diagnostics were performed. The physician reported that device diagnostics in (B)(6) 2012 were 'ok.' The physician feels that the increase in seizures is related to the device nearing end of service. It was reported that the patient has been doing well since the adjustments in device settings and also having the patient activate magnet mode stimulation three times a day.

Event description:
It was reported that the patient underwent generator replacement on (B)(6) 2013. Diagnostics with the new generator and existing lead were reported to be "ok". The patient was programmed on as requested by the treating neurologist and confirmed by the surgeon. An implant card was received which confirmed that the generator was replaced on (B)(6) 2013 due to prophylactic reasons. The lead impedance was marked "ok". It was reported that the generator was destroyed per hospital policy and will not be returned to manufacturer for analysis.

Manufacturer narrative:
.

Event description:
It was reported on (B)(6) 2012 that the patient had an appointment scheduled with a surgeon to discuss revision. The patient met with the surgeon on (B)(6) 2012 and the device was checked and said to be functioning properly. Surgery is not planned at this time.

Event description:
It was reported by the patient that she was experiencing an increase in her seizure activity and that she no longer feels stimulation when she swipes her magnet. The patient indicated that she feels the device might not be working. The patient's generator has not been checked in about four years and the patient has not yet followed up with a vns treating neurologist. Attempts for additional information have been unsuccessful to date.